Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 524 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient was experiencing discomfort at the pump site. The position of the pump was hitting the patient's rib. There were no factors that may have led or contributed to the issue. The pump pocket was revised. The issue was resolved at the time of report. The patient's medical history was asked but unknown. The patient's status at the time of report was alive - no injury.